Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op, the set screws popped off of the bone screws on both sides of the construct. The patient underwent a revision surgery 13 months post-op. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Functional evaluation found set screw unable to be fully engaged in sample legacy mas head, due to significant wear of mating surface. Set screw mating surface witness marks suggests peripheral contact of the rod. Significant axial wear of node and mating surface noted. The asymmetrical distribution of wear suggests the set screw may not have been in full contact with rod, possibly due to being located at the very end of the rod. The above observations are consistent with wear due to cyclic movement of the rod.